Event description:
It was reported that a remote alert was received from this implantable system regarding the patient's atrial fibrillation (af) burden. Device data review further revealed high, out-of-range pacing impedance measurements (>3000 ohms) and a drop in p-wave amplitudes from this right atrial (ra) lead. Additionally, ra lead noise, far-field over-sensing, and variable threshold measurements were observed. Intermittent ra capture was also noted. An in-clinic follow-up appointment and diagnostic imaging to evaluate system integrity were recommended. However, the physician elected to continue with normal follow-ups and will re-assess the ra lead at the next regular device change procedure. At this time, the ra lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that a remote alert was received from this implantable system regarding the patient's atrial fibrillation (af) burden. Device data review further revealed high, out-of-range pacing impedance measurements (>3000 ohms) and a drop in p-wave amplitudes from this right atrial (ra) lead. Additionally, ra lead noise and far-field over-sensing were observed. An in-clinic follow-up appointment and diagnostic imaging to evaluate system integrity were recommended. The physician elected to continue with normal follow-up appointments. At this time, the ra lead remains implanted and no adverse patient effects were reported.